Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of unit is broken. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. During evaluation observed the pca burn and ui bezel plu is scratched. There was many error codes has been identified. The device was scrapped.